Event description:
PICC line introducer appeared to have had a plastic piece that had broken off - it was discovered that somehow the introducer had folded in on itself rather than breaking. This was discovered by the md who cut the introducer and the piece that was thought to be broken off was discovered folded in on itself. Two rns were attempting to place a PICC line on the patient. The patient was medicated and partially sedated. The PICC line site was found by u/s then accessed per protocol. The wire was threaded and an introducer was put in and had good blood return. The PICC line would not thread as needed, and also blood return was then lost. The rns withdrew the PICC line and outer cannula of introducer as they needed to find a different site. It was then noticed that the end of the introducer looked smashed or ripped. The tourniquet was reapplied. Md was notified, and another md was also notified. The rns also paged risk management. Approximately five minutes later a "focused u/s" was ordered per md. Approximately 4 hours later the ICU md pulled the outer cannula of the first device apart and noticed it had folded inside it and it had not ripped/broken off. Risk management was notified of this also. Bard, the supplier, will also be contacted to address this. ICU rn advised the family that a PICC line was attempted but not successfully placed.